Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and the drive support cap was sticking out. The customer¿s blood glucose level was unknown at the time of the incident. The patient¿s current blood glucose was unknown. The customer had high blood glucose and has insulin and syringes, but has not yet treated it. The customer declined troubleshooting for high blood glucose. The customer reported that her drive support cap is sticking out and doesn¿t think she pressed it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.